Event description:
Baxter (B)(4) received a report that the syringe device used to fill an infusor broke off at the fill port after filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device containing approximately 80 ml of fluid in the reservoir. A plastic "terumo" filling syringe was also received with the infusor sample. Visual examination confirmed the reported condition of a syringe broken and stuck inside the fill port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The root cause was determined to be a broken syringe tip that was confirmed inside the filling port. No issues were found on the device and the syringe that was found broken is not a baxter product.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device has been received, however, the device has not yet been evaluated by baxter personnel. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.